Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/03/2015 with the following findings: the text was found to be dim and the letters had a red hue. Unrelated to the complaint, the battery compartment was found to be cracked along the side and from the bottom traveling to bumper. The threads on the battery cap were also found to be stripped and were unable to secure to the pump. Also unrelated to the complaint, the keypad buttons were found to be intermittently responsive. There was no evidence of physical damage found to the button keypad cover. The keypad was removed and contamination was found under all button key contacts. Battery test cap was able to secure properly and was used for testing. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).